Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 133.6090 on their 8015. Case resolution: informed customer this is most likely due to the main speaker. Recommended customer remove the main speaker rear panel, and swap that assembly with a known good assembly. After the customer swapped, the error code cleared. Recommended customer start with replacing main speaker. Provided part numbers for speaker and board. Ended call.